Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low glucose readings on her insulin pump. The customer stated that she was having issues with downloading care link. The customer was getting incorrect reading for the version of software she was using. The patient's blood glucose of the time was greater than 40 mg/dl. The customer stated that she could not remember anything 6 weeks ago when she was finally able to test at 60 mg/dl and took her 45 minutes to an hour to come up to 90 mg/dl. The customer did not want to troubleshoot for low blood glucose because it was so long ago and she could not remember. The customer also stated that she passed out for a little bit 6 weeks ago, and was not able to go to the hospital because she was by herself at that time. The customer also mentioned that she removed her sensor and had a cut in the shape of the transmitter, which resulted into a scar. Customer also stated she would like to prevent bleeding when inserting the sensor.